Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported the patient was having a MRI (magnetic resonance imaging) and it was related to device or therapy. It was noted that the patient's diagnosis was "infected pain pump." The hcp assumed the area around the pump was infected. MRI guidelines were reviewed and sent per hcp request. The event date was asked, unknown. No further complications were reported/anticipated.